Event description:
The device was used during a total gastrectomy procedure. Reportedly, the suture came off of the jaws of the instrument prior to application. No pt injury reported.

Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.